Event description:
Approximately 36 hours into continuous veno-venous hemofiltration treatment, a leak occurred in the bloodline pump segment. A new bloodline was set up and treatment continued. MDR is filed for estimated blood loss of 50-80cc.